Event description:
It was reported that the right ventricular (rv) lead was part of the allegation of possible infection. Reportedly, the patient called back due to have smelled a burning sensation. The boston scientific technical services (ts) referred the patient to the clinic due to the allegation that the implantable product cuts off the blood flow into the patient neck then the arm went weak. No adverse patient effects were reported. The rv lead remains implanted.